Manufacturer narrative:
Taper ii. Based on the serial number provided, it is assumed this device's access port configuration is a taper ii. The product associated with this event has not been explanted. Follow-up with the physician's office confirmed that this event was a port flip that was corrected in (B)(6) 2006. Device labeling addresses the reported event of port displacement as follows: caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."

Event description:
Original report received from the patient described this event as a port revision. Further follow-up with the patient's physician has determined that this event was a port flip that was corrected without replacement.

Manufacturer narrative:
Unknown taper. This report is for a possible port revision that occurred in 2006, and the device is not available for evaluation. The reported events have not been confirmed by the physician. As reported by the patient, this event was a port flip with a possible replacement of the port. Further information regarding the nature of the port revision procedure, as well as serial number of the device has been requested of the physician. No further information has been received to date. The event, as reported, is addressed in the device labeling as follows: brief description of procedure: "the tubing is connected to the access port placed on the rectus muscle or fixed in an accessible subcutaneous space... The access port is then sutured in place utilizing the suture holes in the port base. " caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Caution: "care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Patient initially reported: patient is on their third port revision. The previous two events occurred within the first year after implantation. Follow-up with this patient noted the second event was a port flip with a possible port replacement. This report is to capture the second event, which was not previously reported. The first event is reported in MDR 3006722112-2015-00305 and the third in MDR 3006722112-2015-00300.